Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1034745 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000/lot 1034745 and test base part number 190-430/lot 1034745. The lot met the required release specifications. A review of the complaints reported as false posirive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1034745 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is cross-contamination.

Event description:
The customer reported a false positive results with the ID now covid-19 assay performed on (B)(6) 2021. Confirmation testing with pcr generated negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.